Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was evaluated on site by a local engineer. Upon visual inspection it was observed that the "internal three-way stopcock of the chassis" was leaking. The reported condition was verified. The component was replaced, and no further issues were noted. The cause of the condition is likely due to aging. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an hemodialysis (hd) therapy using an ak 96 control , an external fluid leak was observed. There was no patient involvement. No additional information is available.